Event description:
The following information was obtained during review of an article titled "percutaneous closure of post-traumatic and congenital muscular ventricular septal defects with the amplatzer muscular vsd occluder" from kardiologia polska. During review of this article, it was noted that device embolizations occurred in 3 patients. In two cases, the devices were removed with a bioptome or vascular lasso and the other was surgically removed during rastelli operation. Additional information has been requested, including imaging of the implant procedure, patient information, date of implant and event, and cath lab and operative note, but has not yet been received.

Manufacturer narrative:
Aga medical contacted the author of this article and no additional information has been provided regarding this event, including patient and device information. The results of this investigation are inconclusive since the products, implant echocardiograms and medical records were not returned to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report. This report includes three (3) amplatzer muscular vsd occluders, since non-identifiable information was provided, one medwatch report will be sent.